Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited lead noise in the atrial channel impeding appropriate resynchronization. During patient follow up low impedance due to lead insulation was also noted. The lead was capped and replaced on (B)(6) 2017. The procedure was completed with no adverse consequences to the patient.